Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was unable to be confirmed however there was a tear in the shaft which is likely what was perceived by the account as the rupture. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in mildly tortuous, mildly calcified distal right coronary artery. The 2.5x15 mm xience xpedition was advanced and the balloon pressurized to deploy the stent; however, the balloon although inflated (atmospheres unknown), would not hold pressure. The stent; however, was deployed successfully and post-dilatation was performed as per normal procedure. No resistance was reported during advancement of the stent delivery system to the lesion. The procedure was successful. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.